Event description:
The following information was provided: according to the patient: noticed acute, shooting pain accompanied by crepitus while performing manual tasks in a kneeling position. Sought medical consultation due to persistent pain. Implants damaged; deltakeramik head fracture; accolade ii hip stem cone defect. A "link" revision shaft was used for the revision.